Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the use could not use central control monitor (ccm) controls for electronic patient gas system (epgs). The epgs displayed on the ccm lost flow and the slider bar scaled down to zero. The perfusionist (ccp) attempted to recalibrate the epgs. This attempt went without success. The ccp finished the case using the manual control knobs on the epgs for gas flow. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) calibrated the epgs during set-up of the cpb circuit, as power routine practice. He assumed the calibration was successful, but he admitted that he did not verify this. When he was moving the system-1 and cpb circuit up to the o/r table in preparation of cbp, he noticed the letters "cal" displayed below the % o2 icon on the ccm.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. The field service representative (fsr), he powered up the system-1. He waited five minutes for warm-up time for the epgs. The calibration button went from a grey unusable state to an active state. The fsr pressed the calibrated button, the epgs just crackled a little bit and still showed "needs calibrating". The fsr tried calibrating again and no change. The fsr stated it sounds like the stepper motor is struggling. He replaced the suspect epgs with a new refurbished unit the fsr performed release testing and the unit operated to manufacturer specifications and was returned to clinical use. This suspect epgs was installed at the customer site may 2014. The suspect epgs was returned to the manufacturer for further evaluation.